Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111327 - the dentist reported that almost 1 month after the dental implant was installed in patient's mouth, it was verified its non-osseointegration . Fifty ncm of primary stability was achieved and patient presented bone type ii.